Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06094. It was reported the pt's scs system was no longer providing pain relief. It was also reported the scs system caused the pt pain and discomfort while laying or sitting. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.